Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01830 for the other associated device information. It was reported to boston scientific corporation in 2009, that a leveen needle electrode and rf 3000 radiofrequency generator were used during an rf ablation procedure performed two days prior. According to the complainant, during a pulmonary rf procedure on a peripheric nodulus, the patient had a gas embolism. This resulted in an abnormal cardiac rhythm followed by cardiac arrest after approximately 5 minutes. The cause of the embolism was not determined, however, the physician has requested a check of the air tightness of the needle. The procedure was not completed due to this event. The patient's condition after the procedure was reported to be very bad. Additional information has been requested, however, no additional details have been obtained to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Malfunction unknown. The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.